Event description:
Device malfunction: none. Symptoms/ae: respiratory arrest, mi, encephalopathy and mental status changes/death. Time of symptoms/ae: 22 days post procedure. It was reported via a trial that 22 days post successful implantation of xact stent in the right internal carotid artery, the patient fell at home, became agitated, experienced respiratory arrest and required endotracheal intubation and mechanical ventilation. The patient also experienced a non-st elevation myocardial infarct related to respiratory arrest treated with supportive cardiac care, but no coronary intervention. Additionally, the patient experienced encephalopathy and a change in mental status secondary to the respiratory failure. The neurologist found no signs of stroke or seizures. The patient failed an attempted extubation from mechanical ventilation resulting in hospice and the patient's death on (B) (6) 2010. No additional information was provided.

Manufacturer narrative:
(B) (4). Evaluation summary - product performance engineering has reviewed the incident information. There was no device malfunction reported. Death, myocardial infarction, neurological deficit and respiratory arrest are known potential adverse events associated with the use of carotid stents as stated in xact instructions for use (IFU). The device was not returned to abbott vascular for evaluations and confirmation, which may have aided in the determination of cause. No anomalies to the catheter reported during the prior to use inspection and delivery system preparation (IFU). Information available in the case description is not sufficient to determine relation between the events and the abbott vascular product. The hospitalization was in response to patient health condition and symptoms. At manufacturing, xact is 100% visually inspected before packaging. A review of the lot history records (lhr) associated with this incident revealed that the device met the acceptance criteria. At the final pack visual inspection and check list, all parameters passed 100% inspections. There was no device malfunction reported and no product quality discrepancies reported during inspection prior to use. Information available in the case description was not sufficient to determine relation between patient adverse events and the abbott vascular device quality. Reportedly, the cause of death was determined to be due to respiratory failure. Although a conclusive cause could not be identified, the event is possibly related to patient pre-existing health conditions and operational context of the device.